Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the cortex screw was received with the reported condition that the inner tube did not disengage from outer tube. The inspection performed at (B)(4) confirmed that after unscrewing the outer cap the entire inner tube (cap with holder and screw) is retained within the outer tube, preventing the screw from being removed and used. No further damage is visible. The complaint condition is confirmed as the inner tube is retained within the outer tube during disassembly preventing the screw from being removed and used. This production lot (6l39073) was manufactured in (B)(6) 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history lot part: 04.200.028ts. Lot: 6l39073. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: (B)(6) 2019. Expiry date: (B)(6) 2024. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the inner part with the screw of the steril-tube got stuck in the outer part. This report is for one (1) 3.5mm ti stardrive cortex screw self-tapping 28mm. This is report 4 of 6 for (B)(4). This report is linked to (B)(4) and (B)(4).